Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation. Visual inspection of the as returned product identified signs of use, dried blood around the implant and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers (cal1831 cal due: sep 25, 2020) and was verified to match its respective specifications per dwg. No. 1040009 rev c. A pre-existing condition noted on the per was diabetes. Additionally, the patient had unknown bone density. The reported device was located on tooth# 18 and was implanted for 15 days. The customer reported the patient had edema, inflammation, abscess and pain, which will not be investigated, as they are symptoms of the reported infection event. The customer provided pictures and a video (r:\ra-qa\post market compliance\complaint related videos (B)(4)..mov). The provided pictures do not provide any indication of a device malfunction for the reported product. Additionally, the provided video shows the reported device with blood debris around it. DHR review was completed for the subject lot number (2019051789). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019051789) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (foreign matter or bone loss) or device (bopt5410). A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (bopt5410) was removed due to infection at tooth location 18. Unusual black mark in the implant apex with some foreign matter in the implant threads was found after removal. Black tissue around the implant was also reported. Doctor removed and sent tissue to the lab for analysis. Edema inflammation and pain was also reported. No malfunction of the implant was reported, however.